Manufacturer narrative:
Product complaint (B)(4). Additional information: a 2. Patient age at the time of event, a 2. Age unit, a 4. Weight of the patient, a 4. Weight unit additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Age 37, 193 lb, bmi 32 what were the diagnosis and indication for the index surgical procedure? Recurrent abnormal pap smears please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No other comorbidities was there any intraoperative concurrent use of other products? No what was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Prophylactically where was the surgicel used (on what tissue)? Vaginal cuff was the surgicel product left in place? Was the excess irrigated and removed? Excess irrigated and removed were cultures performed? If yes, results? No organisms seen what is physician¿s opinion as to the etiology of or contributing factors to this event? Surgicel was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? No what is the users experience w/ surgicel powder and other hemostatic agents? Used arista in the past without issue the following information was requested, but unavailable: what are the product code and lot number? How much surgicel was used during the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6)2022 and absorbable hemostat was used. Even with irrigation and suction, while using less product, the patient experienced an abscess on the vaginal cuff for total hysterectomy cases. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? (B)(6) 2022. What date did the abscess occur on? (B)(6) 2023. Was there any medical or surgical intervention performed to treat the abscess (re-operation; drainage; prescription medication)? Drain placed by interventional radiology. If medication was required, please clarify if it was prescription strength. IV antibiotics followed by po antibiotics for 2 weeks. What is the most current patient status? Stable - can you identify the product code and lot number of the product that was used? Uncertain attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What are the product code and lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. Were cultures performed? If yes, results? 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? 13. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.